Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device : location abdomen") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, endometritis, irritable bowel syndrome, muscle strain, chest pain and endometriosis. Concurrent conditions included pituitary microadenoma, labial abscess drainage, cervical dysplasia and frequency of micturition. Concomitant products included omeprazole from 2017 to 2018, oral contraceptive nos, paroxetine hydrochloride (paxil) from 2017 to 2018, sertraline (zoloft) from 2008 to 2009 and sulfasalazine from 2016 to 2017. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety,"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced burning sensation ("burning sensation in hands and feet") and back pain ("lower back pain"). The patient was treated with surgery (in 2006 patient underwent a pelvic surgery to try and alleviate the symptoms.). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, burning sensation and back pain outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, burning sensation, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement failed. Diagnostic results: (B)(6) 2017: hysterosalpingogram: essure placement failed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia. Depression,anxiety, urinary problem, bladder problem, burning sensation hands & feet, back pain are added. Lot number added. Lab data updated. Historical, concomitant conditions & drugs are added. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device : location abdomen") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cervical dysplasia, endometritis, irritable bowel syndrome, muscle strain, chest pain and endometriosis. Previously administered products included for an unreported indication: birth control pill from (B)(6) to (B)(6) . Concurrent conditions included pituitary microadenoma, labial abscess drainage, cervical dysplasia and frequency of micturition. Concomitant products included omeprazole from (B)(6) to (B)(6) , oral contraceptive nos, paroxetine hydrochloride (paxil) from (B)(6) to (B)(6) , sertraline (zoloft) from (B)(6) to (B)(6) and sulfasalazine from (B)(6) to (B)(6) . On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) , the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety,"). In (B)(6) , the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced burning sensation ("burning sensation in hands and feet") and back pain ("lower back pain"). The patient was treated with surgery (in (B)(6) patient underwent a pelvic surgery to try and alleviate the symptoms.). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, burning sensation and back pain outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, burning sensation, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement failed. Diagnostic results: on (B)(6) 2017: hysterosalpingogram: essure placement failed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of the essure device : location abdomen/ coil was so embedded in abdominal tissue") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (ess205) (batch no. 620722) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, endometritis, irritable bowel syndrome, muscle strain, chest pain and endometriosis. On (B)(6) 2017: hysterosalpingogram: essure placement failed. On (B)(6) 2007: hysterosalpingogram. Previously administered products included for an unreported indication: birth control pill from 2001 to 2006. Concurrent conditions included pituitary microadenoma, labial abscess drainage, cervical dysplasia and frequency of micturition. Concomitant products included omeprazole from 2017 to 2018, oral contraceptive nos, paroxetine hydrochloride (paxil) from 2017 to 2018, sertraline hydrochloride (zoloft) from 2008 to 2009 and sulfasalazine from 2016 to 2017. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/anxiety") and anxiety ("psychological or psychiatric problems condition: depression/anxiety,"). On (B)(6) 2010, the patient experienced burning sensation ("burning sensation in hands and feet"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with mirabegron (myrbetriq) and surgery (in 2006 patient underwent a pelvic surgery to try and alleviate the symptoms.). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, depression, anxiety, bladder disorder, urinary tract disorder, burning sensation and back pain outcome was unknown. The reporter considered anxiety, back pain, bladder disorder, burning sensation, depression, dyspareunia, embedded device, genital haemorrhage, menorrhagia, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placement failed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: pfs received. Device dislocation event updated to coil was so embedded in abdominal tissue. Event onset date added for event: burning sensation in hands and feet. Treatment drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (in 2006 patient underwent a pelvic surgery to try and alleviate the symptoms.). At the time of the report, the device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and genital haemorrhage to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.